Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7025769.

Event description:
It was reported that the leads of the patient had high impedances. The patient underwent spinal cord stimulator (scs) replacement procedure for magnetic resonance imaging (MRI). The patient was doing well postoperatively and the explanted devices were kept by the facility.